Manufacturer narrative:
The backlight display functioned properly. No backlight display anomaly noted. Compromised force sensor system alarm during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Insulin pump passed idle current test, ran current test, self-test, off no power test, unexpected restart error test, displacement test, and rewind. Unable to perform occlusion test and no delivery test due to compromised force sensor system alarm. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump's backlight would not turn off. Customer's blood glucose level was 170 mg/dl. During the self-test the backlight would still not turn off. The customer was advised that the device would be replaced and agreed to return the product for analysis.